Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure during investigation was confirmed. According to the investigation, the device bending tube was damaged, and broken. The root cause could not be identified. According to the investigation it was presumed that excessive stress on the device in a bent state, physical stress such as bending with excessive force, fatigue failure due to repeated angle changes, and deterioration led to the angle wire breaking and the angle becoming immovable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the uetero-reno videoscope bending tube was damaged, and broken. There was no patient involvement.